Event description:
Pt had lorenz plating with screws placed then had to return to surgery for a craniectomy at which time bone flap sent to blood bank and lorenz plates and screws were explanted before flap was sent.